Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray review reports, "malposition of the humeral component potentially contributed to revision. Lack of placement of an anterior bone graft and posterior malposition of humeral component increases risk of anterior impingement of proximal ulna with humerus in flexion and increased torsion on the implant. The malpositioned humeral component potentially increased stress on polyethylene busings and increased risk of polyethylene wear with subsequent component loosening and granulomatous osteolysis." Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned at this time to as the product still remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient has been indicated for an elbow arthroplasty revision surgery approximately eight years post-implantation due to ulnar stem loosening. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: to just serious injury, and not malfunction, as the surgeon stated this was not an issue with the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that patient underwent an elbow arthroplasty revision surgery approximately eight years post-implantation due to ulnar stem loosening. According to the surgeon, the reason for the revision is a malposition of the ulnar implant at the primary implantation. The revision is not related to device failure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical devices-zimmer humeral stem catalog#:32-8105-027-04 lot#: 60806565.